Event description:
It was reported that the patients ipg was heating up during charging which causes bruising around the ipg site. The patient underwent an ipg replacement procedure. Additional information was received that the patient was implanted with MRI compatible ipg and was doing well postoperatively. The explanted ipg will not be returned by the medical facility.

Event description:
It was reported that the patients ipg was heating up during charging which causes bruising around the ipg site. The patient underwent an ipg replacement procedure.